Event description:
During a second spinal surgery to extend fixation from the original level l5/s1 to l4/l5, the surgeon broke the shank of a pedicle screw when attempting to remove the set screw from the screw housing. The incident added approx 20 minutes to the surgery. The surgery was completed successfully without injury to the pt.

Manufacturer narrative:
The actual device was not returned for eval. According to the initial reporter, full fusion at the original level may have complicated the removal technique. At the time of the break, the counter torque instrument was not engaged with the construct, which resulted in excessive force applied to the screw shank during set screw removal. As described in the device instruction for use the counter torque instrument must be engaged with the rod during the set screw tightening or removal sequence.